Manufacturer narrative:
Engineering's evaluation of the complaint sample found some slippage of the pump head's lower shuttle jaw, which could account for the confirmed underdelivery. As of 7/29/1998 only 4 out of approximately 1,792 screened pumps serviced between early april '98' and the end of july '98' (with some pumps having more than one service event) have been found below the accuracy limit due to slippage of the lower shuttle jaw. This equates to approximately 0.2% of the screened pump population. Therefore this previously screened pump and the few others with underdelivery from slippage of the lower shuttle jaw are not considered representative of the device population. An additional safegard involving the application of an epoxy bridge below the lower shuttle jaw is not being implemented in production (after 4/23/1998) and on a next service basis (after 7/29/1998) to further reduce outliers from possible abuse, processing errors and / or screening variances.

Event description:
The infusion pump was found to slightly underinfuse during an accuracy test for routine refurbishment activity by a baxter authorized service facility. There no problem reported from the previous clinical user. Therefore there was no clinical incident with occurrence.